Manufacturer narrative:
The manufacturer previously reported a ventilator's machine flow sensor needed to be replaced to address a "ventilator inoperative" alarm condition. The component replacement did not correct the issue. The device's system board was replaced to address the issue.

Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's blower motor was replaced to address the issue. During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's machine flow sensor needs to be replaced to address the issue.